Manufacturer narrative:
Corrections: please refer to sections d9 the device was returned and h6 (method and results codes). The reported event could be confirmed since the device was returned for evaluation matches the alleged event. Visual inspection of the returned devices revealed multiple indications of mechanical interaction and deformation. Distinct rub marks were observed on the nail in the region surrounding the lag screw, suggesting that the lag screw contacted and rubbed against the nail during use. The pre-inserted cannulated lag screw was found outside its designated groove and showed significant deformation. The tip of the screw was bent inward, with shiny, polished areas consistent with frictional wear. This appearance indicates material deformation and rubbing under load. Additional damage was noted at the groove areas corresponding to the u-blade and set screw interfaces. The deformation pattern at these locations is consistent with the application of high locking forces, and the presence of damage on both grooves suggests rotational movement of the lag screw. Rub marks were also present on the u-blade, indicating that it was inserted; however, a high impact force appears to have been applied, causing the u-blade to rub extensively against the grooves of the lag screw. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The operative technique states that: ¿take care during u-blade insertion with the hammer to avoid implant and/or bone damage. Observe the indicator rings of the rc guide and rc inserter to stop hammering when the u-blade is in its final position (indicator rings aligned).¿ [original statements]. No indications of material, manufacturing or design related problems were found during the investigation. Based on the above investigation, the deformation observed on the returned components indicates exposure to high-impact forces; however, without clinical information such as intraoperative radiographs, the exact root cause cannot be determined. A probable explanation for the screw movement and associated damage is the application of excessive impact force during the u-blade even after insertion from hammering. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the u-blade was difficult to insert, and while attempting to drive it in with a hammer, the lag screw perforated the femoral head and advanced into the acetabulum." The nail and lag screw were replaced to complete the procedure.

Event description:
As reported: "the u-blade was difficult to insert, and while attempting to drive it in with a hammer, the lag screw perforated the femoral head and advanced into the acetabulum." The nail and lag screw were replaced to complete the procedure.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.